Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 37 mg/dl at the time of incident and the current blood glucose of the customer was 178 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that drive support cap was normal. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No bolus anomaly noted. Insulin pump passed the delivery accuracy test at 0.08640 inches.